Event description:
Covidien endo clip applier (ref 176630) x2 did not function properly. Jaws of end of applier would not close properly to secure clip. Opened a second applier, same model, which had the same issue.what was the original intended procedure?endo clip application.device #1is this a laboratory device or laboratory test?no.